Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with trellis 6 80x10. The customer states that the distal balloon ruptured inside endologix stent graft (covered) at the end of treatment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.